Event description:
During functional testing of a returned intravascular ultrasound (ivus) catheter, the distal tip separated from the catheter body. The device had no contact with a patient prior to return.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. The DHR review showed that the lot met all required specifications. No similar complaints by event description were found in this lot. Visual inspection of the returned catheter observed fluid inside the telescope and distal tip assembly. The two flaps of the hub rotator were damaged. The unit was able to connect into mdu system properly. No other anomalies were observed. While performing imaging characterization testing in the roller coaster model, the distal tip assembly broke off in two pieces,.good square image appeared in the system and the product performed within specification. The broken pieces measured 2.6cm from distal tip end and 7.1cm from the first break to second break. The fracture locations were analyzed using sem (scanning electron microscopy). Based on results of the sem analysis, the breaks are clean and abrupt with no signs of elongation. Previous analysis has shown that these catheters exhibit higher levels of oxidation and brittleness. A review of the device labeling was performed. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use (dfu). Additionally, the risk of tip detachment/separation is contained in the device labeling. The root cause of the fragile tip detachment has been determined to be oxidation of the catheter which causes embrittlement increasing the likelihood of tip detachments of this nature. A root cause of design has been assigned to the tip detachment/separation. The manufacturer will continue to monitor complaints to detect any potential pattern.